Event description:
It was reported that the patient was feeling pain and a general feeling of the device being uncomfortable within the pocket. It was reported that the patient had very thin skin. The device was repositioned and is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.